Event description:
Journal reference: czernecki v, schupback m, yaici s, et al. Apathy following subthalamic stimulation in parkinson disease: a dopamine responsive symptom. Mov disord. 2008;23(7):964-969. The study was to evaluate the effects of the dopamine d2-d3 agonist ropinirole in pts who developed apathy after complete withdrawal from dopaminergic medication following successful subthalamic nucleus (stn) stimulation for advanced parkinson disease(pd). We assessed apathy (apathy scale, apathy inventory), mood (montgomery-asberg depression rating scale), cognitive functions (mattis dementia rating scale, frontal score, executive tests) and motor state (updrsiii) in 8 pd pts treated with stn stimulation without dopaminergic treatment and who became apathetic. Reportable event: in this study, we describe 8 pd pts who became apathetic after complete withdrawal of dopaminergic medication following stn stimulation. Treatment with small doses of the d2/d3 agonist ropinirole markedly improved apathy in all but one of these pts. It is unlikely that stn stimulation played a direct causative role in the pathogenesis of apathy, as medication reversed apathy, while stimulation was ongoing. The cognitive scores after dbs, measuring executive functions were not affected by the treatment.